Event description:
During the af procedure, the following message was noted when the tacticath was connected to the ensite system: "catheter single use only." The tacticath catheter used was new. The catheter was exchanged, and there were no adverse patient health consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.